Event description:
During the stenting procedure, it was reported that the radiopaque tip on the stent delivery wire could not be seen under the fluoroscopy and the stent was stuck in the tip of the microcatheter. Therefore, the stent was removed with the microcatheter. After changing the devices, the procedure was completed successfully. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, no anomalies were noted and the distal tip of the delivery wire found visible under x-ray analysis. The functioning test could not be performed due to the condition of the returned device. In this case it is possible that the reported event was due to some procedural/anatomical factors encountered during use, therefore an assignable cause of cause traced to component failure will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
During the stenting procedure, it was reported that the radiopaque tip on the stent delivery wire could not be seen under the fluoroscopy and the stent was stuck in the tip of the microcatheter. Therefore, the stent was removed with the microcatheter. After changing the devices, the procedure was completed successfully. No clinical consequences reported to the patient.